Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was reproduced during functional testing. The archive data was reviewed and confirmed the occurrence of ua 7 error messages on the reported event date of (B)(6) 2017. The autopulse platform is a reusable device and was manufactured on 31 aug 2009. It has exceeded its expected service life of 5 years and is 9 years old. The device has not been serviced for preventive maintenance since its date of manufacture. The platform was functionally tested and during power up displayed a ua 7 error message during initial power on. The root cause is due to a defective load cell. As part of routine service during testing, the platform was examined and found user control panel backlight is flickering and the driveshaft exhibits binding and resistance. These observations are unrelated to the reported event. Upon customer approval, the load cell and the user control panel lcd will be replaced and clutch plate deburring will be performed. The device will further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. The user was unable to clear the error message. Additionally, the platform's user control panel was observed to be flickering. The reporter noted that they used an adequately charged autopulse li-ion battery at the time of the event. The issue was observed during routine check. No patient involvement.